Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. A customer reported receiving higher sensor reading than he felt sensor. The customer further reported they experienced symptoms describes as ¿blurred vision, fainting and a loss of consciousness¿. The customer was unable to self-treat and their neighbor administered sugar and soda as treatment. The customer had contact with a healthcare professional who diagnosed the customer with hypoglycemia and treated with glucose. Sensor readings of 288 mg/dl, 500 mg/dl and 279 mg/dl were received compared to readings of 89 mg/dl, 211 mg/dl and 92 mg/dl obtained from a built-in meter. It is unknown when these readings were obtained and no further information was provided. There was no report of death or permanent injury associated with this event.